Event description:
During distal radius fracture, physician put in a medial angle elbow plate. Consultant stepped out of the room, and while gone the physician used the wrong screws. Physician placed 2.77mm metaphyseal screws when 3.5mm cortical screws should have been placed. Result: the screw went all the way through the plate pulling the plate off from the bone. Physician took xrays on an unknown date, then brought patient back to into surgery on (B)(6) 2013 for revision and placement of correct screws. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis xrays, unknown date. Without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.